Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 double head pump was unresponsive during set-up. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The complained touch screen was replaced and a technical safety inspection was successfully completed without issue. The unit was released to the customer. Photos of the replaced touch screen were taken and sent to sorin group (B)(4) for investigation. Analysis of the photo identified the root cause to be penetration of liquid into the kapton-tail connection of the touch screen. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, a CAPA ((B)(4)) has already been implemented. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump was unresponsive during set-up. There was no patient involvement.